Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2014 and mesh was implanted for parietal reinforcement type. Following this operation, the patient began to have pain and was consulted again. The patient underwent a second operation on (B)(6) 2016. During this one, the surgeon discovered that part of the first parietal reinforcement had detached and a new hernia at the level of the white line. The patient was implanted with a second reinforcement (not a j&j device) during this second operation. Current state of the patient: after the first operation, the patient felt abdominal pain that they thought was due to the formation of the new hernia and the fact that the prosthesis had come off. But it really followed the second operation that the patient started to have abdominal pain, then at the hip, then at the back. The patient suffers from chronic and disabling pain in daily life. The different treatments put in place for these pains are without great results, the pains are daily. No further information is available or could be obtained as reporter details have not been disclosed (confidential).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.